Event description:
It was reported that the charge time had reached its limit when asymptomatic patient presented to the ER after receiving a notification alert. Session record confirmed the extended charge time. The device was explanted and replaced. The patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.